Event description:
Device 1 of 2. Reference MFR report # 1627487-2014-08233. Info received identified the pt alleged to have experienced "overheating leading to burning sensations" as well as increased recharge time. The pt is reportedly no longer using his scs system. Add'l info is needed to clarify the nature of the pt's heating issues. Sjm was made aware of the issues on (B)(6) 2014, and the pt's scs system was not evaluated by an sjm representative to verify and/or troubleshoot any of the reported issues. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a filed correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.